Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient expired on (B)(6) 2020. Due to hospital policy, no further information would be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The patient expired on (B)(6) 2020. The heartmate 3 lvad, serial number (B)(4), was not returned for evaluation as of 24mar2021. If it is returned, the investigation will be reopened to document the analysis of the device. The heartmate 3 lvas IFU, rev. C, is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.